Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter or bent cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes foreign matter and bent cannula. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported that after opening the package of bd preset¿ arterial blood collection syringe "white plaque" like foreign matter was discovered in the middle of the needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, the responsible nurse took arterial blood from the patient. After opening the needle cap of the blood collection device, she found a white plaque in the middle of the needle. The arterial blood collection device was replaced immediately.